Event description:
The pt heard an alarm. A confirmed motor stall occurred with no recovery. The motor stall was not caused by a CT scan or MRI. The pt did not experience any specific signs or symptoms related to the motor stall. The hcp planned to manage with oral medication until a replacement occurred. The medication being delivered via the pump was compounded baclofen. It was later reported that the pt was fine; the new pump was implanted and "all is well."

Manufacturer narrative:
(B) (4).